Event description:
A respiratory therapist found a sterile water humidifier with a brown substance in the sterile water area. It smelled similar to betadine. It did not appear to be leaking or punctured.